Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump passed the self test and displacement test. Pump error alarmed during testing and was also found in the formatted history file: pump error alarm, line number 65535 and file ID 52. Analysis was unable to determine the root cause per r&d. No unexpected other pump error alarms noted during testing. Other pump error alarms were not found in the formatted history, long trace files. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed pump error alarms. The customer¿s blood glucose level was 201mg/dl at the time of the incident. The customer was assisted with trouble shooting, pump was able to complete pump rewind. The insulin pump is being replaced and is expected to return for analysis.